Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the ventricular channel following an lvad implant. Undersensing was also observed on the device. No further information.